Event description:
It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed the tip of the instrument has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.